Event description:
Patient revised on (B)(6) 2020 due to glenosphere disassociating from the baseplate, 7 months after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+3 standard humeral cup, and then implanted a 40mm centered glenosphere with screw and 135/145 40/+3 standard humeral cup.